Manufacturer narrative:
Additional info: b5, g3, h2, h11.

Event description:
Additional information was received indicating the tass event may have been caused by a cannula and unrelated to the lens. Additional information was requested but not received.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with increased inflammation with slit lamp findings of 4+ cell and significant fibrin. The patients best corrected visual acuity (bcva) decreased to hand motion. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Approximately 1 week after onset of problem, the fibrin was reported to be resolved, visual acuity increased to 20/40, and the patient was directed to continue using durezol. At 3 weeks post-op, there was allegedly still cell present. In the surgeon's opinion, the most likely cause of the event is possible tass from iol. Medications prescribed for use at home post-operatively: pred 1%/moxi 0.5%/brom 0.075% 3x/day. Durezol 0.05% every hour. Medrol 4mg dose pack 6/5/4/3/2/1.